Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on multiple patients. The results provided were: sid (B)(6), initial=0.018 ng/ml /repeated=0.035 ng/ml; on (B)(6) 2026 istat=negative. Sid (B)(6), initial=< 0.010 and < 0.010 ng/ml /repeated=0.015, 0.058, 0.078 ng/ml; on (B)(6) 2026 istat=negative. Sid (B)(6), initial=0.048 and 0.024 ng/ml; on (B)(6) 2026 istat=negative. Customer reference range for alinity troponin=0.0 to 0.03 ng/ml; abnormal=0.04 ng/ml there was no reported impact to patient management.